Event description:
The pt reported not receiving parasthesia in the appropriate areas. Lead migration was confirmed. During the lead revision procedure, the surgeon noticed that several lead contacts were loose. The pt was implanted with a new boston scientific spinal cord stimulator lead.

Manufacturer narrative:
The explanted lead extensions will not be returned for eval.